Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on (B)(6) 2022, a sterile 2.5mm drill bit came in on loan to the hospital for the case. On first use the surgeon stated the drill bit was blunt and was not going through the bone. The surgeon had to stop using the drill bit and said he observed smoke. This report involves one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. : reporter is a j&j employee. Part # 315.250s. Lot # 9l21214. Manufacturing site: (B)(4). Release to warehouse date: 30 march 2022. Expiration date: 01 march 2032. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part #: 315.250. Lot #: 617p598. Manufacturing site: (B)(4). Release to warehouse date: 18, february 2022 a manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.